Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the ICD was not implanted due to stripped setscrew.

Manufacturer narrative:
The reported setscrew anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.